Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to the palpitations. The device was interrogated which revealed right atrial (ra) lead undersensing. The lead remains in use. No patient complications have been reported as a result of this event.